Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc) but was returned to omsi for evaluation. Omsi inspected the device and confirmed the following; the reported phenomenon was confirmed. There was a leakage between the right/left angulation control knob and the elevator control lever. In addition, the user reported that remote switch 2 did not work. Omsc could not confirm that the user's handling clearly deviated from the instruction manual. However, the operation manual warned of stress on the distal end, and the reprocessing manual described storage method, durability and compliance with the cds method. Omsc concluded that the reported event may have been caused by physical or chemical stress. In addition, it may have been caused by poor storage environment (direct sunlight, high temperature, high humidity, environment exposed to x-rays or ultraviolet rays, etc.), aging deterioration, etc. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus medical systems (B)(4) private limited (omsi) and found that there was a gap of adhesive on the distal end of the device, and stain entered the inside of the light guide lens through the gap. Therefore, the inside of the light guide lens was dirty. There was no report of patient injury associated with this event.